Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2019. The patient reported on (B)(6) 2019 she experienced stabbing like pain on her left side near her sensor insertion site. The patient stated she was out of town at the time and dealt with the pain until she was able to make it home to change out a new sensor. Upon sensor removal, the patient stated there were six puncture wounds and she noticed the bottom of the transmitter holder had jagged pieces of plastic that had cut into her skin. The patient stated she had been sick for about 3 weeks with the flu and went to see her health care provider on (B)(6) 2019. The patient stated while she was there, she showed the physician her puncture wounds from her sensor insertion site because she felt it was not healing fast enough. The patient stated she was informed the puncture wounds were not infected but she did have raised red bumps around the insertion site. The patient stated while at the doctor¿s office the wounds were cleaned out thoroughly and neosporin was applied to the site. The patient stated she was prescribed tamiflu for her flu symptoms and was told that it would help with any possible infection in the wound. At the time of contact, the patient stated she was advised to continue applying neosporin and to keep the wound uncover as much as possible. No additional event or patient information is available.